Event description:
On 07/11/2008, the patient reported that 2 weeks ago, she flew on a plane and her infusion device has not worked correctly since. She stated that she did go through airport security and was not "wanded" on the way in, but she was "wanded" on the way out. Her blood glucose has ranged from 250-400 mg/dl. She assumed the elevated blood glucose was due to the stress of the trip but her blood glucose remained elevated, when she returned home. Symptoms of elevated blood glucose are lack of memory and concentration and no energy. Her normal blood glucose range is 80-200 mg/dl. Troubleshooting did not reveal any product issues. The patient was advised to switch to her backup infusion device and to contact her physician. Upon follow up on three days later, the patient stated that she successfully switched to her backup infusion device and her blood glucose returned to normal within 8 hours. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.